Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-02116. It was reported the patient experienced high impedances and ineffective stimulation due to a fall. Surgical intervention took place wherein the fractured lead was explanted. Additional surgery may take place at a later date. It is unknown which lead is liable, as such both leads are being reported.

Event description:
Additional information received indicates on 18 july 2022 the physician was unable to remove the lead and place a paddle due to scar tissue. The lead was left implanted and plugged into the 9-16 port and therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.